Event description:
Drug/diluent:unk. Fill volume: unk. Flow rate: unk. Procedure: hernia repair and scar revision. Cathplace: unk. On (B)(6) 2013 during a hernia repair and scar revision procedure, a segment of catheter was found inside the pt measuring 30cm's. It was removed by the physician. The catheter was originally placed on (B)(6) 2008 for a flap/abdominoplasty procedure.

Manufacturer narrative:
Method: the sample will be retained at the hospital and not returned to I-flow. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Conclusions: should the device be returned to the MFR, I-flow will submit a follow-up report. At this time no conclusion can be drawn as to what caused the catheter to break and remain inside the pt. The observed occurrence for the reported incident is within the acceptable probability. Based on current observations the risk is: as low as reasonably practicable. No corrective action is required at this time. This incident has been included in our complaint handling database, which is actively monitored and trended. (Note: the reported lot number given was: 842680 for the kit, the lot number listed is the lot number belonging to the catheter. The expiration date listed is the expiration date listed on the kit as a whole. The date listed is the shortest date of expiration.) I-flow did a database search for the reported incident dated (B)(6) 2008. Per our records no complaint was found matching the reported info. This is the first time I-flow is aware of this incident.